Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the iol delivery system did not deploy correctly. The procedure was completed on the same day. According to the new information received, the reporter stated that the lens was protruding and stuck at the end of the delivery system, then deployed inside of the bag later the same day. In the surgeon's opinion the issue occurred due to the delivery system. Subsequently, the lens was removed and replaced with a company-provided lens of same model and diopter value in an initial procedure. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).